Event description:
It was stated that the customer was taken to the emergency room due to low blood glucose levels. The customer's blood glucose levels were too low for the paramedics to read. The customer was not available for troubleshooting during the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.